Manufacturer narrative:
The ge rep found a bad switch and replaced the push button switch and tested unit. Unit is working as intended.

Event description:
The customer reported the c-arm on fluoro is stuck. The release button does not work. No pt injury was reported.